Event description:
Device was explanted due to eos. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eos battery status which was activated on august 26, 2025. The data also indicated multiple instances of the ICD detecting strong electromagnetic fields, consistent with MRI scans. One of those instances was on august 26, 2025, where neither auto MRI mode nor detection-off programming had been applied prior to the MRI detection by the ICD. The ICD was subjected to an electrical analysis. The eos status was cleared with a technical programmer, and subsequent interrogation indicated the device status mos2 and a battery voltage of 2.91 v. The ability of the device to deliver therapies was then verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. The ICD was opened and the inner assembly was inspected. Visually no deficiencies were observed. The current consumption of the ICD was measured revealing no anomalies. All measured data was found to be normal and as expected. Based on the analysis results, the eos status most likely resulted from an MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. Thorough analysis of the device did not reveal any indication of a device malfunction.